Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had no delivery alarm and prime/fill anomaly. The blood glucose at the time of the incident was 250 mg/dl. The customer states they do not have a plunger. The prime test was performed and failed, but the reservoir had not been changed. Troubleshooting was performed a second time and passed, with a new reservoir. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.